Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. There was no adverse impact to the customer¿s blood glucose level. Despite troubleshooting the issue persisted and customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.